Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the ostium cx artery exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously-deployed stent. It was reported that stent deformation occurred in vivo while advancing through the lesion. Therefore the stent was replaced by another resolute integrity des and the case was completed. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st and 26th distal stent wraps with struts raised. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: the lesion was reported to be in the ostium of the lcx . However images show the treatment from the distal to proximal lcx. A balloon is delivered to the lesion and pre dilation is performed. An image shows the lesion following pre dilation. A stent is delivered to the lesion and deployed. A second stent is delivered to the proximal region of the lesion and deployed. An image shows the vessel following placement of the stent. There were no images showing the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.